Event description:
Device issue: device did not function as expected-hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied for 12 minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - patient selection. (B)(4). The customer reported, the device was discarded. A review of the device lot history record did produce any findings relevant to this report.